Event description:
Baxter received a complaint from a user facility involving the automix 3+3/as compounder. According to the facility, the device generated an incorrect solution alarm during compounding. There was no patient impact. There was no patient involvement. No medical intervention. The device is available for evaluation. No further information was available.

Manufacturer narrative:
(B)(4). Further review by baxter has concluded that the reported condition, of incorrect solution alarm, is unlikely to cause or contribute to a death or serious injury if it were to reoccur.

Manufacturer narrative:
(B)(4). The device has been received by baxter in the warehouse for evaluation; however, the evaluation has not yet been completed. A follow-up report will be submitted upon completion of the evaluation and/or should any additional information become available. This device is 510k exempt class (ii).